Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had a battery malfunction. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, g7, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. The customer reported battery out of order. There was no patient involvement or adverse event reported. Call from the biomedical service because the cardiosave generates a battery maintenance message and replacement of the safety disk. Getinge field service engineer (fse) contacted the biomedical service, fse guided the technician by phone to perform battery maintenance and the test passed for both batteries. This procedure is a procedure that must be done by users. On site, fse was able to read the message replace the safety disk, noted that the number of cycles had been exceeded following heavy use of the cardiosave, fse replaced the safety disk carried out the various leak tests and all the tests passed.